Event description:
It was reported that a customer is the cns for ucsf benioff children's hospital and have been using the cadd solis pump with the cadd administration set # 21-7394-24 for blinatumomab infusions. They have several leaky filters. The fluid is coming out of the air vent. They're asking if there's something they should be doing or is there something they are doing wrong when priming the tubing. No injury.

Manufacturer narrative:
Event problem and evaluation codes: updated device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection results: the sample don't present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported, there is a small brown spot on the tube and some components are missing, the spike cap, the valve cap and the blue clip. Functional testing: the sample was tested using the pressure tank at 45 psi with colored water to detect any leaks. Results: during testing, a leak escaping from the filter air outlet was found in the sample. The complaint is confirmed. Base on the increase of reported complaints for filter leaking a CAPA was open in order to perform a complete root cause analysis of this failure mode. Root cause identified by rd team: for filter leakage is silicone oil transferred from the syringes and/or vials into the medication reservoir during the filling process by the customer. The cause of the reported problem was traced to the user. Due to customer have not provided lot number of the component returned, there is not documentation to review the history of the process.

Manufacturer narrative:
Other additional information was received indicating patient details: it was reported that the tubing was subsequently changed., corrected data: d4 model number should be null, d1: cadd administration set.